Event description:
A clave® connector reportedly leaked an unspecified fluid around the screw in piece of the connection/thread. They have 2 boxes of the said lot number that were affected, for which they have pulled the supply. Apparently, in ordering more clave connectors, they were still receiving some quantity/amount from the same lot number and encountered again that an IV site/hub was leaking on a patient as well. No one was harmed as a result of event. The set up was their normal insertion to the IV hub. The clave connector was replaced. No hole, cut, tears or any defect was noted. It was also stated that a mating device was attached and sometimes they observed this at the CT (computed tomography) connector, as the patient was on the CT table.

Manufacturer narrative:
Devices was returned by the customer for evaluation; however, testing has not yet been completed. Section e initial reporter phone information: (B)(6).